Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device locked up with a blue cartridge. It was not known how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? What was the product code for the blue cartridge (ecr60b or gst60b)? Were the jaws of the device stuck closed on tissue? If yes, how was the device removed from the tissue? If yes, did the jaws eventually open? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.